Event description:
Pt was undergoing a roux-en-y bypass and implantation of dual catheter on-q local anesthetic pump. Surgical procedure was completed and surgeon was placing the catheters of the on-q device. They were implanted from approximately an inch on each side of the upper end of the incision tunneling close to the costal margin and running as close as possible between the peritoneum and posterior sheath. As the introducing sheath was being removed on the right side it tore leaving behind a segment of approximately 6 cm of the sheath material which could not be reached from the surface.